Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 4mg; 0.19mg via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported that post-operative the patient had a cerebrospinal fluid leak. The patient experienced nausea, vomiting and a headache. A blood patch was to be performed. It was unknown if the issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient¿s symptoms were unrelated to the pump or catheter. All symptoms were resolved without intervention.